Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the pch instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip broke off the permanent cautery hook (pch) instrument and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The instrument did not collide with any other instruments or other hard material. The instrument was not removed during the surgical procedure and before the issue occurred. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula. It was visually confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment. No post operative test like an x-ray or ultrasound would perform to check for any remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications. There are no photographic images or video recordings available for isi to review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken monopolar yaw pulley at the ceramic insulator interface. A broken piece was missing as a result of the breakage. The size of the missing piece was approximately 1.38mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additionally, the instrument was found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appeared to be broken but were not. The cable crimp was captured inside the welded grip.